Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode of unknown cause. A remote interrogation of the device was performed and reports were submitted to the facility, however,the data was not requested to be reviewed by boston scientific technical services (ts). No additional adverse patient effects were reported. This product remains implanted and in service.